Event description:
The pt reported a comparison of pt's surestep meter to an accucheck meter (it is not known if accucheck was hcp meter) with results of 117 mg/dl (ss) and 147 mg/dl, respectively (elasped time between is not known). Unable to reach pt by phone to follow-up. No symptoms were reported or harm alleged by pt.